Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the tech luered on the texium to the cadd pump tubing and when the nurse luered it to the patient, it did not look right and could not be luered on. After review of the standalone texium component, it showed the luer was manufactured incorrectly. It leaked after putting it on.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the texium component had an issue on the luer, and returned one sample of material 10012241-0500, lot 24095556. Upon initial visual examination, the set verified the complaint of component damage on the luer thread of the white part of the texium. The edge threads of the luer were damaged and bent incorrectly. Despite this, the connector was infused with water, and it was able to be connected and hold a watertight connection with a syringe. The issue of component damage is still confirmed. The manufacturing site for the texium connector confirmed that this issue can happen in the welding process. The issue is not a common occurrence and is not systematic, and the in-process inspection found no other non-conformances. The issue does not have a root cause, and no actions are taken at this time. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.